Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip implant in his left hip on or about (B)(6) 2008. Patient has experienced chronic and recurring pain, weakness, and difficulty with simple daily living activities. Patient has not yet scheduled an explantation of the depuy asr hip. Doi: (B)(6) 2008 - dor: unk (left side). Patient is a resident of (B)(6). Update: dor (B)(6) 2014.